Manufacturer narrative:
Other: suicide attempt. Event date approximate. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient attempted suicide twice (drowning/run over by train). They consulted a psychiatrist after their suicide attempts. They experienced another episode of depression in 2015. At the last visit, the depression was only mild without risk of suicide. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Added life threatening event, per description of suicide attempts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information indicated event occurred at unknown date in (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp indicated the event resolved completely in 2014. Relationship to the stimulation, medication, and/or a pre-existing/underlying disease all remained unclear.